Manufacturer narrative:
Product analysis: visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached was not returned however it would have measured approximately 1/4¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth which resulted in the observed break. The failure mode in the complaint samples could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that during an endoscopic sinus surgery and septoplasty, he had issues with 2 of the tricut blades he was using. The first blade bent while in use and became unusable. The second blade broke at the tip, detaching from the device. The fragment fell outside the patient, no retrieval necessary. There was no patient injury.